Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13865, 1627487-2019-13868. It was reported the patient was unable to get an MRI due to high impedances therefore the patient had their system explanted which resolved the issue.